Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of birth unknown, patient reportedly born in 1969. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - DHR not available as device is older than 15 years. According to se_075477 the documents for instruments have to be stored for 10 years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the pliers handle broke into two pieces during surgery. There was nothing left in the patient. There was no delay to surgery time and no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation of the returned instrument has shown that one handle is indeed broken off through the locking bore hole. Unfortunately we are not able to determine the exact cause which has led to this breakage. It is likely though, that far too much mechanical force has been applied and resulted in the damage of the handle. Also both surface of the mouth are marks of wear and tear. The microscopic view of the broken surface does not show any anomalies surface what indicates material conformity. As this instrument is now more than 15 years it is likely that the damages were caused due to normal wear and tear over the years. No as there is no indication of a product fault. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.